Manufacturer narrative:
The investigation was made based on the received information. The on-site inspection performed by the field service engineer showed that the ventilator failed not only the battery test but also the internal leakage test, the pressure transducer test and the safety valve test during pre-use check. According to further inspection, the reported issue was resolved by replacing the air gas modules and the power control printed circuit board (pcb) and the battery modules. After the replacements, the ventilator was calibrated, tested and handed over to the customer in proper working condition. The device logs were not provided to verify the reported failure. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced air gas modules and the power control pcb were the cause of the reported event. However, the root cause of why the parts failed has not been established as the parts were not returned for investigation but kept by the customer.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).